Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or additional information becomes available.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Event description:
During a review of the device's event history, it was discovered that failure code 808:02 occurred twice during infusion on (B)(6) 2010. There was an interruption during delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is 5.09.90, categorized as remediated.

Event description:
On october 28, 2010, a doctor reported that a veneer that had been placed with nx3 dual cure cement de-bonded. This is the fifth of five reports.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was not confirmed and not duplicated. The assignable cause has been determined to the a defective phm (pumphead module). The phm assembly has been replaced. Additional: a service history review revealed that this device was not previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.